Manufacturer narrative:
Per tandem user guide: ensure you first fill syringe with insulin before removing air from cartridge. Removing excess air can affect pressurization and affect how the pump delivers insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported removing excess air while filling the cartridge with insulin. Customer was educated on the proper air removal process per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 124 mg/dl.